Event description:
Customer tested blood glucose and received a result of 500mg/dl. The customer felt weak and drowsy. Paramedics were called and when they arrived they tested the customer's blood glucose and received a result of 281mg/dl. The customer was taken to the hosp. Their blood glucose was tested at the hosp with a result of 381mg/dl. It is unk what treatment if any was provided at the hosp. It is unk if controls were used. The device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.